Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with five remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged collar and the reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Event description:
According to the reporter: during a video assisted thoracoscopy procedure, the clips placed crossways on the artery, intercostal vein, which made the clip tear and cut the blood vessel. Procedure was changed to a thoracotomy. Patient lost more than half a liter of blood. Patient is currently still hospitalized.

Manufacturer narrative:
(B)(4). Lot number: account does not know the lot number of the device that was used in the procedure. Provided lot numbers of available stock are j5l1143cx and j5m0154cx. (B)(4). Additional information received: model and lot #, device available for evaluation?, device evaluated by MFR?, evaluation codes, usage of device.

Event description:
According to the reporter: additional information received from the account stated that the malformed clips were removed from the vein. Clips fell into the cavity of the patient but were retrieved. The cut vessel was treated with ligature. The tissue damage was considered to be permanent. The procedure time was extended by more than thirty minutes due to the device issue. The patient has been discharged from the hospital.